Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was receiving multiple occlusion alarms. The customer's blood glucose level was not impacted. After the alarm, the customer would clear the alarm and delivery the remained of the bolus. As the customer had changed the cartridge and infusion set prior to contacting tandem technical support, troubleshooting to determine a possible cause of these past occlusions was unable to be performed.